Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient death is reported in MFR report #2916596-2021-02992. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline infection. The type of infection was proteus mirabilis, staphylococcus, escherichia coli, corynebacterium striatum, and viridans streptococci. Patient was on meropenem and daptomycin and treated for 6 weeks and then on suppressive doxicycline after above course completed. The patient passed away on (B)(6) 2021 of complications from infection.